Manufacturer narrative:
The insulin pump powered up properly after battery installation. No display anomaly noted. The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. No unexpected hardware low level failure alarm during testing however, hardware low level failure alarm, variable 3, is in the formatted history file due to cold solder joints at u1 of the keypad assembly. No display anomaly noted during our testing. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 63. It was also reported that insulin pump experienced a display anomaly. Customer's blood glucose was unknown. Insulin pump would be replaced.